Manufacturer narrative:
Batch review performed on 19-june-2018. Lot 082782: (B)(4) items manufactured and released on 20 april 2009. Expiration date: 30.09.2013. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Clinical evaluation performed on 13 june 2018 by medical affairs manager: partial hip revision surgery (stem and head) occurred 9 years after primary cementless total hip arthroplasty in a (B)(6) man. Radiographic images provided show the presence of radiolucent lines around the stem and signs of stress shielding. Aseptic loosening is a possible, literature described long term adverse event after cementless hip arthroplasty and causes are often unknown. The reason of this event cannot be determined.

Event description:
Revision surgery 9 years after primary due to stem loosening with periprosthetic radiolucency.